Event description:
Endoscopic stapler gun was fired during robotic prostatectomy. Surgeon discovered stapler was stuck on tissue and would not open to release tissue. Surgeon discovered that the shaft of the stapler separate from handle while inside pt. Team was able to disconnect staple load from gun and was able to remove the gun parts through trocar while leaving staple load inside pt. Vendor contacted for assistance. Surgeon cut tissue along the edges of the staple load to free tissue from stapler load, and maneuvered staple load into laparoscopic trocar and removed from pt. Device failure caused small amount of add'l bleeding that surgeon controlled with a suture. Surgery continued as planned and remained (ie surgeon did not need to open).